Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator displayed an ECG equipment malfunction when powered on. There was no patient involvement.